Event description:
It was reported to boston scientific corporation that an opti-flex basket sterile pouch was found with a foreign matter on april 24, 2023. During preparation, it was observed that there was a debris in the sterile packaging of an opti-flex basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1802 captures the reportable event of presence of foreign matter in the sterile packaging. A picture provided by the customer shows that a foreign material was observed in the package. The returned trapezoid rx basket was analyzed, and a visual inspection observed that that the package only the pouch was received, the plastic tray was not returned with the device for analysis. No foreign material was observed in the pouch or device. The device did not have any visual issue/damage. The reported event of packaging foreign matter was confirmed per media inspection. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label. Based on all available information, no foreign material was found in the returned device. However, the failure reported by the customer was confirmed based on a provided photo. According to the external support form (goi 90554509, ver. An), the product will be inspected, and any similar defects will be addressed according to the specified procedure. The information in the device history record (DHR) does not indicate any issues related to the reported defect. Since the package was already opened, it is not possible to determine the exact cause of the failure. Therefore, the most probable root cause is cause not established.

Manufacturer narrative:
Device code a1802 captures the reportable event of presence of foreign matter in the sterile packaging.

Event description:
It was reported to boston scientific corporation that an opti-flex basket sterile pouch was found with a foreign matter on (B)(6) 2023. During preparation, it was observed that there was a debris in the sterile packaging of an opti-flex basket. There were no patient complications reported as a result of this event.